Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: the patient sustained a work injury to his back. He slipped on some oil and tripped over a hose, landing hard on his buttocks, and immediately experienced low back pain. On (B)(6) 2011: the patient underwent an MRI that showed a central disc herniation at l5-s1. On (B)(6) 2011: the patient presented with back and bilateral leg pain. The patient reports some paresthesias in his legs. MRI scan of the lumbar spine was reviewed. The study revealed normal lumbar alignment without evidence of fracture. The central canal is patent. The l1-2, l2-3, l3-4, and l4-5 disc levels are without abnormality. At l5-s1 there is a central to right sided free fragment disc herniation with compression upon the s1 nerve root. There is moderate disc degeneration at the l5-s1 level. On (B)(6) 2011: the patient presented with back and bilateral hip pain. The patient states his right l5-s1 epidural steroid injection provided very minimal improvement of symptoms. He continues to have a stabbing pain in his low back with some radiation into his hips. Impression: right l5-s1 disc herniation with resultant radiculopathy; lumbago. On (B)(6) 2011: the patient presented for lumbar myelogram and CT lumbar post myelogram. Impression: minimal spondylosis lower thoracic with anterior osteophyte formation t11-l1; small focal disc protrusion right paramedian at l5-s1 which narrows the lateral recess, no nerve root impingement seen; no evidence of instability. On (B)(6) 2011: the patient presented for lumbar discogram. Impression: at the l4-5 level, the examination demonstrates contrast to be distributed predominantly in the nucleus pulposus with modest anterior extension into the disc annulus; at the l5-s1 level, the examination demonstrates contrast to be diffusely distributed within the disc extending to the disc annulus and extruding beyond the posterior disc annulus into the ventral epidural space. The patient then underwent CT of the lumbar spine. Impression: the post discogram CT examination demonstrates contrast predominantly in the nucleus pulposus at l4-5 with extension into the ventral disc annulus. There is also evidence of contrast in the ventral epidural space and around the exiting nerve roots; contrast diffusely distributed throughout the l5-s1 disc and into the ventral epidural space, right lateral recess and right foramen, there is loss of disc height and narrowing of the foramina bilaterally. On (B)(6) 2011: the patient presented with back and bilateral hip pain. Impression: right l5-s1 disc herniation with resultant radiculopathy. On (B)(6) 2011: the patient presented with back and bilateral hip pain. The patient describes a stabbing and aching pain across his low back, achiness in his legs with numbness. He experiences weakness after long periods of walking. The patient had a discogram recently. The patient has a severely abnormal disc at l5-s1 with extravasation of the dye within the foramina bilaterally and medially. The medial distribution is consistent with that of a disc herniation. Impression: right l5-s1 disc herniation with resultant radiculopathy; lumbago. On (B)(6) 2011 : the patient presented with preoperative diagnoses of l5-s1 herniated disk with degenerative disk disease with mechanical low back pain. The patient underwent the following procedures: l5-s1 posterior lumbar interbody fusion with capstone spacers with rhbmp-2/acs, mastergraft, and local autograft, legacy ha-coated screws and peek rods; operating microscope was used for microdissection techniques; intraoperative ssep, emg and pedicle probe monitoring. Per the op notes, following decompression and discectomy of l5-s1, the endplates were prepared for fusion. A 12mm x 22mm capstone psr spacer filled with rhbmp-2/acs and mastergraft was tamped into postion at the l5-s1 level using fluoroscopic guidance. Additional rhbmp-2/acs and mastergraft and local autograft was placed between the spacers and in front of the spacers in the usual fashion. Then using pedicle probe monitoring and fluoroscopic guidance, legacy ha-coated screws were placed at l5 and s1 bilaterally, followed by placement of lordotic peek rods. No complications were noted. On (B)(6) 2011: the patient underwent x-rays of the lumbar spine. Impression: satisfactory appearing post-operative changes l5-s1. On (B)(6) 2012: the patient presented for x-rays of the lumbar spine. Impression: minimal disc narrowing posteriorly l4-5, no evidence of listhesis or instability. On (B)(6) 2012 : the patient presented with low back pain with paresthesias in his legs as well as difficulty sleeping. On (B)(6) 2012: the patient presented with paresthesias in the legs as well as low back pain. The patient continues to wear a bone growth stimulator. On (B)(6) 2012: the patient presented with paresthesias in his legs, and weakness. CT scan of the lumbar spine revealed proper placement of hardware and no evidence of hardware failure. There is good bone growth between the vertebrae. Impression: l5-s1 laminectomy with fusion and solid union across the disc, left facetectomy present, small focus of heterotopic bone in the right lateral recess and medial foramen is seen without definite sac impingement, solid union across the disc is seen, moderate circumferential soft tissue around the sac, in the paraspinal region and foramina is probably postop change but loss of tissue planes limits assessment; bulging l4-5 disc seen with slight left foraminal involvement; disc degeneration, thoracolumbar junction; no disc herniation. On (B)(6) 2012 : the patient presented with paresthesias in his legs, muscle weakness and numbness. On (B)(6) 2012: the patient presented with back pain to both buttocks, hips, and into his groin, and tingling down both legs to his feet. The patient states his tingling symptoms are getting worse as well as numbness and paresthesias. X-raystaken show good position of all hardware with no obvious signs of instability or other significant issues. CT taken reveals solid fusion at l5-s1 with excellent position of his hardware with good technical decompression. There is a widening of the facet joints bilaterally at l4-5 compared to the adjacent levels. Impression: his continuing paresthesias and tingling of his legs may be related to his initial disc injury. Possible failure of the facet joints at the level above at l4-5. This could cause inflammation around the nerve roots as they transfer through this location causing already increasing paresthesias and tingling. On (B)(6) 2012: the patient presented with bilateral lumbar facet arthropathy. The patient underwent bilateral l4-5 median nerve branch block. No patient complications were noted. On (B)(6) 2012: the patient presented with bilateral lumbar facet arthropathy. The patient underwent a bilateral l4-5 radiofrequency ab lation. No patient complications were noted. On (B)(6) 2012: the patient presented with low back ache, some paresthesias in his legs. Impression: status post l5-s1 plif. The patient also reports muscle weakness and numbness. On (B)(6) 2013: the patient presented with low back pain to both buttocks, hips and tingling in his legs. On (B)(6) 2013: the patient presented with pain into both buttocks and both legs as well as tingling in his legs. Exam found some mild decrease in ehl function on the right at 4/5 with decreased sensation bilaterally at s1. On (B)(6) 2013: the patient presented with pain. MRI reviewed shows significant disc failure, but he is developing again widening of his facet joints at the l4-5 level. He is solidly fused at l5-s1. On (B)(6) 2013: the patient presented with bilateral lumbar facet arthropathy. The patient underwent a bilateral l4-5 radiofrequency ab lation. No patient complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.